Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported anemia as well as a direct correlation to heartmate ii lvas, serial number vad-(B)(4), could not conclusively be determined through this evaluation. The relevant sections of the device history records for vad-(B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is rev. C is currently available. Section 1 entitled ¿introduction¿ lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The section of this document entitled ¿anticoagulation therapy¿ provides details regarding the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted for anemia. The patient was transfused and discharged home that day from the emergency department.